Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched alarms through the history log, but could not reproduce it during evaluation. Evaluation determined the cause to be a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient involvement.